Event description:
Mandatory wearing of a mask or face covering has seriously threatened my health. Wearing a mask over my mouth and nose has caused severe headaches, dizziness and brain fog. My oxygen intake is inhibited and I feel faint. Long term effects have been extreme fatigue and headache. Occasionally I also experience some nausea and a sore throat. Medical devices such as face masks should never be mandated by politicians, nor should they be required for generally healthy individuals. Only a licensed medical doctor aware of an individual's medical health conditions should be authorized to recommend wearing a mask in specific situations and for a specific length of time. Bacterial collection inside a mask worn incorrectly or for a prolonged time is seriously detrimental to my health. FDA safety report ID# (B)(4).